Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the message: make sure the heater bag is on the heater tray twice during the current treatment. The contact reported that the cycler also displayed drain complication encountered messages and that the patient was draining slowly. It was noted that the patient presented small amounts of fibrin. The contact stated that when the cassette was removed, there was fluid noted on the pump module. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the message: make sure the heater bag is on the heater tray twice during the current treatment. The contact reported that the cycler also displayed drain complication encountered messages and that the patient was draining slowly. It was noted that the patient presented small amounts of fibrin. The contact stated that when the cassette was removed, there was fluid noted on the pump module. The cycler will be replaced.